Manufacturer narrative:
Post market vigilance received one device. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the chip. While these inaccuracies are small, they are significant relative to the 5 mv limit for cell balancing. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a laparoscopic assisted distal gastrectomy (ladg) procedure but in the operating room. The powered stapling handle reacted normally in the unclean field. Three hours after the beginning of the procedure, tried to use the powered stapling handle. However, the display screen was black out and the handle did not react at all. Inserted the handle into the battery charger, however, it was not powered on. Five minutes after the handle was inserted into the battery charger, the charger status indicator turned from the green flash to the red flash. Re-inserted the powered stapling handle into the clam shell, however, the display screen was black out and the handle did not react at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a laparoscopic assisted distal gastrectomy procedure but in the operating room. The powered stapling handle reacted normally in the unclean field. The display screen was black out and the handle did not react at all. Inserted the handle into the battery charger, however, it was not powered on. Re-inserted the powered stapling handle into the clam shell, however, the display screen was black out and the handle did not react at all.